Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no device inspection can be performed at this time. Based on the information available, it is not possible to establish the root cause of the event. However, based on the document review, no manufacturing nor quality deficits were identified.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2019, a mitral valve repair with a memo 3d-rechord was performed. The implant of the ring was performed using the horizontally mattressed 2-0 ticron circumferentially. During the same surgery, three other concomitant procedures occurred: a tricuspid valve replacement with a 33mm edwards bioprosthesis, and a bi-atrial maze procedure, with ablation of both the anterior and posterior mitral trigones; a ligation of the left atrial appendage. An initial normal postoperative course was reported. The patient was seen in by a cardiologist for follow up visit on (B)(6) 2019. Low k level was noticed. The patient was consequently sent to ed on (B)(6) 2019 for further workup, and posterior ring dehiscence was noticed on the echo. The diagnosis was: hypokalemia, acute on chronic congestive heart failure, unspecified heart failure type. Currently, the patient presents severe mitral regurgitation and is very symptomatic with dyspnea, fatigue, orthopnea, and nocturnal desaturation. The patient was evaluated for a mitraclip but was found not to be a candidate due to insufficient access to leaflets. A re-do sternotomy and bioprosthetic mvr is planned, but no re-intervention has been performed yet. Based on the physician's assessment, a potential contributory factor to the reported dehiscence could be identified in the stitching area, which was reportedly very thin.